Manufacturer narrative:
Device evaluation/additional information: an additional evaluation was performed on the harmonic ace instrument. The teflon pad was found to be missing from the clamp arm. The missing piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was found to have blade damage. One of the blade edges was indented, which prevented the blades from closing and caused energy recognition failures.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. No product has been returned.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, a fragment from the teflon pad on the harmonic ace instrument fell off inside the patient's body. The fragment piece was not retrieved as it was reportedly too small to retrieve. A spare harmonic ace instrument was used to complete the procedure.